Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the they had an issue with their reservoir. Customer's blood glucose value was 5.7mmol/l at the time of the incident. Customer stated insulin was not coming out of the needle and they changed it out it working fine. The device will be return for analysis.